Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 15 infusion set leakage event on 06-may-2024. The infusion set was in use for 20 hours. The glucose level was 350 mg/dl . No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 3 of 15.